Manufacturer narrative:
It was reported that during an embolization procedure, two microcoils (deltapaq platinum microcoil 7 mm x 16 cm- dfs10071620/ (B)(4) and micrusphere 10 platinum microcoil 7 mm x 13.9 cm- sph10070020/ (B)(4)) could not be released. The corrective action taken was to change the connector cable, restart the releasing box two or three times, without achieving the expected results. The microcoils were recaptured, and the embolization procedure was continued until the end. Prior to the event, several coils were introduced for embolizing the 10 mm aneurysm. During the procedure, the following codman products were used consisted of envoy 6french catheter, prowler 1.9 microcatheter, and soft neuroscout 14. There was no adverse event, and the components will be returned for analyses. No further information was provided although multiple attempts were made. The proximal end of the coil was found stretched and protruding outside the sheath. The remainder of the coil is undamaged. The distal tip of the outer sheath has compression damage. The device positioning unit (dpu) failed electrical testing upon receipt. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It is unknown if any damages were noticed on the complaint products after the event. Type of the dcb and the cable were unknown. No additional information is available. Based on the analyses of the returned devices, the most likely root cause of the coil not detaching during procedural use is due to a noted fractured solder joint inside the resistive heating coil. The circumstances of how and where these damages occurred cannot be determined, additionally no further information was provided regarding the event. All devices undergo multiple electrical checks before reaching the final packaging. Based on limited information it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00764 and 2954740-2012-00765.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils inability to be detached was due to a fracture of the solder connection joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00764 and 2954740-2012-00765.

Event description:
It was reported that during an embolization procedure, two microcoils (deltapaq platinum microcoil 7 mm x 16 cm- dfs10071620/ (B)(4) and micrusphere 10 platinum microcoil 7 mm x 13.9 cm- sph10070020/ (B)(4)) could not be released. The corrective action taken was to change the connector cable, restart the releasing box two or three times, without achieving the expected results. The microcoils were recaptured, and the embolization procedure was continued until the end. Prior to the event, several coils were introduced for embolizing the 10 mm aneurysm. During the procedure, the following codman products were used consisted of envoy 6french catheter, prowler 1.9 microcatheter, and soft neuroscout 14. There was no adverse event, and the components will be returned for analyses.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils inability to be detached was due to a fracture of the solder connection joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00764 and 2954740-2012-00765. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: the second unit (device positioning unit-dpu) failed electrical testing. The most likely root cause of the coils inability to be detached was due to a fracture of the solder connection joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The lot number for the cable was not provided, therefore, no DHR could be conducted.